Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse installed a sterile adapter (sa) and an instrument on the systems universal surgical manipulator (usm) 2 multiple times, and no issue(s) were reproduced. However, the fse replaced the usm 2 as a precaution. The system was tested and verified as ready for use. Isi received the usm involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed and replicated the reported complaint. The unit was tested on an in-house system and triggered error(s) 23007 and 22028, pointing towards degrees of freedom (dof) 4, insertion axis. Fa connected the insertion brake to a power source, and the brake was released with higher voltage (45) than normal (25 - 30). With the brake still released, fa reduce the voltage to 14 and checked the brake gap. The maximum brake gap was measured at 0.012", which is higher than the normal range (0.004" - 0.008"). The part passed the direction test, carriage lissajous, sensor check, sine cycle, brake test, carriage switches, fan test and fiber test.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer site said the sterile adapter (sa) did not spin the wheels when installing the sa. An intuitive surgical, inc. (Isi) technical support engineer (tse) advised the customer to unsnap all the sa(s), power off, emergency power off (epo), and then power back on. The systems universal surgical manipulator (usm) 1,3, and 4 did the wiggle test, but the usm arm 2 did not. The customer then clutched and moved axis 1 and 2, but axis 3 would not move. The tse had the customer try to back-drive the axis 3, but it still would not move. The customer eventually moved the system's usm 2 out of the way, disabled the usm, and continued the case with only three usm. The procedure was completed as planned with no reported patient harm, injury, or adverse outcome.